Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The contamination was found inside pump. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported event.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working with an inflatable penile prosthesis (ipp). During the procedure the physician observed a crack in the pump connecting tube. The ipp pump was explanted and a new ipp pump was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working with an inflatable penile prosthesis (ipp). During the procedure the physician observed a crack in the pump connecting tube. The ipp pump was explanted and a new ipp pump was implanted. The patient was stable following the procedure.